Manufacturer narrative:
Date sent: 08/12/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device did not form clips properly. There were no adverse consequences for the pt.